Manufacturer narrative:
Wound infection/antibiotics. Implant date is approximate the year is valid, if information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2021 clinical r156461401-ae-0 (hcp, sdy): information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was experiencing poor incision site healing. It was noted that the patient was diabetic. The battery incision site appeared to be tender, red, and had not healed at 2 months post-op. Intervention was taken involving medication/treatment. The patient was recovering. There were no device issues reported, and no further patient complications reported at this time. 2021-may-03 e1, e2 (hcp, rep): additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). It was reported that the patient was provided with a high dose antibiotic (keflex 500 mg qid) and instructed to care for the non-healing incision line carefully with bacitracin ointment and gauze. It was noted that this was a possible infection at the incision line with evidence of erythema and tenderness, although no tracking along the lead to midline. The issue was not yet resolved at this time, they were going to allow for 3-4 weeks of antibiotics and wound treatment to allow to heal.

Event description:
Additional information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy): it stated that the patient had recovered; the issue had resolved as of (B)(6)2021.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a clinical study, healthcare provider and manufacturer representative (rep). They reported that the patient had been placed on several round of antibiotics without proper healing, so there was a system revision. The existing neurostimulator was explanted from the left buttock and placed in a new pocket with the existing neurostimulator on the right buttock on (B)(6) 2021.

Manufacturer narrative:
D6a. Updated - date valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.